Manufacturer narrative:
Correction: section a4 - patient weight.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was stretched, bent, and clogged with blood. X-ray examination found the over-torqued inner coil and the helix bent/stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead resulting in battery drain and severe tricuspid valve regurgitation. The rv lead was explanted and replaced. There were no complications. The patient was stable.